Manufacturer narrative:
The customer reported that this bedside monitor (bsm) was displaying ECG artifacts intermittently. The customer replaced the ECG leads and trunk cable; however, the issue persisted. The customer rebooted the unit, but the issue continued. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6)2026 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. Attempt # 3: (B)(6)2026 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. The following fields are not available (n/a) to this report: h4 device manufacturer date

Event description:
The customer reported that this bedside monitor (bsm) was displaying ECG artifacts intermittently. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) was displaying ECG artifacts intermittently. The customer replaced the ECG leads and trunk cable; however, the issue persisted. The customer rebooted the unit, but the issue continued. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/23/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/27/2026 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. Attempt # 3: 01/29/2026 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H4 device manufacturer date. H11 additional manufacturer narrative.

Event description:
The customer reported that this bedside monitor (bsm) was displaying ECG artifacts intermittently. There was no patient injury reported.